Event description:
It was reported that, an 840 ventilator had a faulty display. The ventilator was not in use on a patient at the time the malfunction occurred. The service engineer (se) verified the malfunction and inspected the device. The unit passed all testing and operates within the manufacturing specifications.